Event description:
It was reported that an unspecified system error occurred on the homechoice device during peritoneal dialysis therapy. It is unknown if the patient was connected to the setup at the time of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issues were found that could have caused or contributed to the event. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.